Event description:
It was reported that customer was hospitalized due to high blood glucose levels. Customer was instructed to change out set and inject as per md. Troubleshooting was performed and pump appeared to be functioning as designed.